Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device, which resulted in no sound or vibration coming from reader. As a result of this issue, there was no sound when the high/low glucose alarms would trigger and they experienced a loss of consciousness and received unspecified treatment by healthcare provider. There was no report of death or permanent impairment associated with this event.